Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the neurostimulator model 7427, serial #(B)(4) showed no significant anomalies. Analysis of programmer model 7435, serial #(B)(4) showed no anomalies.

Event description:
Additional information received reported that the patient's device shut down and he had to turn it back on from time to time. The patient's first severe incident occurred in 2008 at the doctor's office when the manufacturer representative "about killed him" because the representative was not able to "shut off the remote." The representative found the number four and seven "ports" to be bad on (B)(6) 2008. The second incident occurred at the doctor's office again, but with a different representative. This representative said the number seven "lead" was bad. The representative also "shocked the crap out of the patient," but managed to turn the device off, compared to the "30-45 seconds" it took the other representative to turn it off. The other incident occurred at home. When the patient was bent over to rinse his mouth while brushing his teeth it "shot him" forward, breaking a crown and bridge out of the top right of his mouth. That same day it shut off earlier and the patient turned his device back on, but felt nothing. The patient then pushed the "left button 20-30 times, felt nothing, pushed the right side 20-30 times, felt nothing, and then 10-15 seconds later "bam" all hell broke loose, shocking the hell out of him." The patient wrote that he barely made it to the couch to "back it off" and shut it down.

Event description:
Additional information received on (B)(4) 2012 reported that in 2007 the patient's device went on the "fritz" and "almost killed him." The device was turned off and removed in 2009 during extra back surgery. The patient stated that the device would turn itself off and he would then turn it on; the patient had to keep pushing "the button" and would feel nothing, but then it would come on all of a sudden and it felt like he stuck his finger in a "240 outlet." The patient stated on (B)(6) 2012, he had more back surgery and needed an implant again. It was further reported on (B)(6) 2012 that the device and leads were removed. Neither were sent in for analysis and the patient still had the device, but was "pretty" sure the leads "hit the trash can."

Manufacturer narrative:
(B) (4).

Event description:
The pt experienced a shocking/jolting sensation. He met with a MFR rep and it appeared that the shocking was occurring with postural changes and the amplitude was not being adjusted. He was told that the #4 and #7 contacts were bad and the device amplitude was turned down to 0.0v. All contacts with abnormally high values were isolated. After returning home, the pt's device back up was much higher than normal and he received a shock. The therapy had been re-established and it was decided to re-evaluate in the future to determine if further adjustments are necessary.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.